Event description:
It was reported that the patient experienced a posterior dislocation postoperatively.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported dislocation could be confirmed based on the imaging provided. The patient received bilateral tmj implants on (B)(6) 2025, and postoperative dislocation was reported. Investigation determined that the patient¿s anatomy had changed unexpectedly between planning and surgery, causing relapse into a more closed anterior bite and resulting in posterior dislocation. This was deemed unrelated to the device or manufacturing process, as all products met specifications, and the root cause was attributed to the patient¿s condition. The dislocation was successfully corrected on (B)(6) 2025, and no further issues were reported. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.